Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -12.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting and refractive surprise. On (B)(6) 2022 the lens was exchanged with a longer length lens and different model. This resolved the problem. It was also noted "the patient's right eye had astigmatism of -0.75d before operation. And arch height is low. The icl without astigmatism was selected during the first operation. It was found that the patient had astigmatism of -1.50d after operation. Considering that it was caused by the surgical incision; the icl with astigmatism was selected during the second operation". The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was in a returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed; haptic deformed and stretched out. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(6).

Manufacturer narrative:
Corrected data: h6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).